Event description:
It was reported that the inner packaging of the device was labelled as a size 8mm inner cannula however, upon opening the package, discovered a size 9mm inner cannula inside. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). G5 510k is unknown. No information has been provided to date. A review of the device history records showed there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. No product sample was received; therefore, visual and functional testing could not be performed. The investigation of this complaint was done based on photo. From photographs received for evaluation, it was observed that the package indicates an 8.0 mm inner cannula and the cannula packaged was a 9.0 mm inner cannula. In order to verify that there are no situations or practices that could create/generate the event as described in description of non-conformance section an audit of the production floor was conducted by the quality engineer and there were no discrepancies that were found. 32 samples were reviewed during manufacturing process and 100 percent visual inspected verify the cannula size and color are the correct ones according to flow chart and product labels. Result: no discrepancies were found. A correction action plan was opened and presented to the manufacturing personnel by the quality engineer in order to create awareness about the failure mode reported by the customer. The root cause was related to manufacturing.